Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2017 an ultrasound was ordered to assess for diaphragmatic paralysis. On (B)(6) 2016 an ultrasound sniff test was preformed noting decreased excursion of the right hemi diaphragm in comparison with the left suggestive of right diaphragmatic hemiparesis. A chest x-ray was done on (B)(6) 2017 continues to show right hemidiaphragm elevation. Elevation no longer seen on chest x-ray on (B)(6) 2017. On (B)(6) 2017 a vascular vein upper extremity ultrasound was conducted and revealed occlusive deep venous thrombosis of the right brachial vein. Anticoagulation was not started due to ongoing hematoma. Heparin was resumed on (B)(6) 2017 and negative right upper extremity ultrasound on (B)(6) 2017.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this investigation. The patient underwent ultrasound imaging on (B)(6)2017 to asses for diaphragmatic paralysis. A vascular vein upper extremity ultrasound revealed occlusive deep venous thrombosis of the right brachial vein. The patient was off their anticoagulation due to an ongoing hematoma (refer to manufacturer report number (B)(4)) and was not restarted on any anticoagulants until (B)(6)2017, when heparin was resumed. A right upper extremity ultrasound was later performed on (B)(6)2017 and was unremarkable. On (B)(6)2017 an ultrasound sniff test was performed and revealed decreased excursion of the right hemidiaphragm as compared to the left hemidiaphragm, suggestive right diaphragmatic hemiparesis. A chest x-ray conducted on (B)(6)2017 continued to show right hemidiaphragm elevation. The elevation was no longer seen on a chest x-ray on (B)(6)2017. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists thromboembolism as an adverse event, as well as a late post-implant complication, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.